Event description:
The rptr stated that she did a meter to healthcare professional meter comparison, within 10 mins. The results were 298 mg/dl on her meter, and 104 mg/dl on the healthcare professional meter (type unknown). She did not have any symptoms. The rptr uses the confirmation dot to check for enough blood, and sometimes blood goes into white area of strip, but not sure how much on this particular test. The lifescan rep reviewed cleaning, coding, use of control solution, storage of strips and sample application with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8